Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to verify software error detected, failed batt test or unexpected battery power loss, perform displacement test, self test, and current measurements due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. The insulin pump cut off in the middle of night and also insulin pump had insulin pump error. The customer was not able to clear the alarm. The contacts on battery cap was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.